Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing, sensing, and shocking functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported field observations.

Event description:
It was reported that this pacemaker patient was being checked in the office, as the patient had a syncopial episode the previous day. The device was checked, where there was observations of loss of capture with automatic capture at max output of 5v at 0.4ms. There was also observations of farfield oversensing of the rwave on the atrial channel, so the atrial sensitivity was adjusted to 1mv to reduce oversensing. The device was also programmed rv fixed output to 4.5v at 1ms with threshold of 2.5v at 1ms. On a subsequent visit, the patient was complaining of only getting heart rate to a certain point and then experiencing short of breath. The field representative tried to determine the patient condition of wenkebach window versus max tracking rate. The calculation used was accurate, using the minimum avd and pvarp to calculate 2:1 block point and mtr could be higher than current 140 bpm. Additional programming option for av delays were discussed. The device remains in-service. No additional adverse patient effects were reported. The device was since explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Event description:
It was reported that this pacemaker patient was being checked in the office, as the patient had a syncopal episode the previous day. The device was checked, where there was observations of loss of capture with automatic capture at max output of 5v at 0.4ms. There was also observations of farfield oversensing of the rwave on the atrial channel, so the atrial sensitivity was adjusted to 1mv to reduce oversensing. The device was also programmed rv fixed output to 4.5v at 1ms with threshold of 2.5v at 1ms. On a subsequent visit, the patient was complaining of only getting heart rate to a certain point and then experiencing short of breath. The field representative tried to determine the patient condition of wenkebach window versus max tracking rate. The calculation used was accurate, using the minimum avd and pvarp to calculate 2:1 block point and mtr could be higher than current 140 bpm. Additional programming option for av delays were discussed. The device remains in-service. No additional adverse patient effects were reported.